Event description:
Customer reported his adc blood glucose meter reads approximately 60-80 mg/dl lower when compared to the paramedic's meter readings. Customer further reported subsequently experiencing "passed out" in (B)(6) 2011. Paramedics were called and customer was given with d50 intravenously. Customer was transported to the hospital and was diagnosed with hypoglycemia. In addition, while on the emergency room, customer received the standard "checks and follow ups". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported was unknown for this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown.